Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge change error occurred. The customer's blood glucose was 140 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged cartridge change error issue could not be verified.